Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer had bleeding at site due to sensor insertion and was hospitalized due to high blood glucose. Customer's blood glucose was 332 mg/dl. Customer was treated for high blood glucose with insulin pump boluses. Customer unable to troubleshoot due to he is in intensive care unit. It was found that the customer was hospitalized not for diabetes related issues. He was hospitalized for issues with breathing and a blood clot in the leg and pulmonary embolisms and infection. Customer spouse stated that the customer was not eating for 14 hours and had a cat scan that maybe the reason why high blood glucose was high. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)